Event description:
Additional information: it was reported that patient was septic. Lab workup was performed and completed course of antibiotics. White blood cells (wbc) was fluctuating. Patient was hospitalized and was on zosyn for 4 days. On (B)(6) 2019, it resolved.

Manufacturer narrative:
Additional information.

Manufacturer narrative:
Approximate age of device- 9 months, 28 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported on (B)(6) 2019 that the patient was admitted on (B)(6) 2018 for a major infection, staphylococcus aureus, and has sepsis after going into septic shock. The patient was in prolonged hospitalization and received a change in medication. No alarms or device malfunctions were noted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events could not be conclusively determined through this evaluation. In addition, a direct correlation between heartmate 3 lvas and the reported events could not be conclusively established. The heartmate 3 lvas IFU lists sepsis and various forms of infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document and the heartmate 3 lvas patient handbook provide care instructions in regard to preventing infection. No further information was provided. The manufacturer is closing the file on this event.